Manufacturer narrative:
The engineering evaluation noted in the revision reported in experience was likely the result of dislocation of the patella component and prosthesis wear, possibly related to the location of the patella component relative to the native patella, which led to pain. However, this cannot be confirmed because the components were not returned to exactech for evaluation and no x-rays were provided. Initial reporter's occupation: attorney. Concomitant device: optetrak 3 peg patella, 32mm (cn: 200-02-32; sn: (B)(4)).

Manufacturer narrative:
Pending evaluation. Concomitant device: optetrak 3 peg patella, 32mm (cn: 200-02-32; sn: (B)(4)).

Event description:
Index surgery: (B)(6) 2016. The plaintiff/patient alleges that his implanted device failed and caused him bodily injury, some of which may be permanent in nature, suffered pain and emotional distress, and required additional surgical procedures to remove the defective device. The plaintiff/patient was revised on (B)(6) 2018.